Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with staph infection of the pod site. The site was bleeding and had pus coming out. For treatment, the patient was prescribed bactrim antibiotic (take two pills a day for 10 days). The patient's blood glucose (bg) values reached 250 mg/dl the pod was worn between 4 and 24 hours on the leg. The patient was discharged after a few hours.